Event description:
A (B)(4) old male pt called in to lifecor customer support to report that his response buttons were not activating the device. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (unit not activating when response buttons are pressed) has been confirmed. Upon eval, it was discovered that the ribbon cable was disconnected from the rear response button. The root cause of the broken ribbon cable cannot be positively identified. Once the cable was replaced, the monitor was fully functional. No adverse event resulted from the damaged cable. The pt received a replacement monitor.